Event description:
On (B)(6) 2013 patient reported her blood glucose level was running high on the afternoon of (B)(6) 2013 and she noticed the infusion set was no longer attached to her infusion site. Patient stated her blood glucose level had been running higher than normal for the past couple of weeks due to a cold but it reached 405 mg/dl around 3:30 pm on (B)(6) 2013. Patient's normal blood glucose range is 135-150 mg/dl. Patient reported she gave herself multiple boluses to treat her elevated blood glucose levels. Patient stated she then noticed the infusion set had become detached from her site and insulin had leaked. Patient reported she also noticed that the cannula was bent and the infusion set tubing had completely detached from her site. Patient stated she believes this caused her blood glucose level to be elevated. Patient reported she changed the infusion set and retested with a blood glucose level of 330 mg/dl several hours later and at 1 am her blood glucose level was 182 mg/dl before she went to bed. Patient was able to self-treat with boluses and did not require any assistance. Patient is unsure how cannula became bent. Patient discarded the alleged cannula, but has the tubing. On call back on (B)(4) 2013, patient stated she noticed insulin leaking and her shirt was wet at 11 pm. Patient reported the tubing was no longer attached to her site and was lying flat on her side. Patient stated the self-adhesive was still on her site when the leak occurred. Patient reported she believes the infusion set came loose and caused the insulin to leak. On call back on (B)(4) 2013 patient reported the infusion set tubing was not leaking, the cannula was leaking. Patient stated the cannula was not in her body and the insulin was leaking out of the end of the bent cannula. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint describing a bent and leaky soft cannula cannot be verified, the infusion set meets product specifications. Result statement from our supplier (B)(4): "(B)(4) has performed an investigation in attempt to identify any malfunctions related to leakage, high blood glucose levels and detachment. A visual inspection and tests for flow and leak were performed on the returned used sample. All test results were within specifications. Also the static pull of the connection between tubing and cannula part was performed and it was found within specifications. The reference samples were visually inspected and tested for flow, leak and static pull of connection between tubing-cannula parts. All test results were within specifications." The problem mentioned by the customer could not be reproduced.